Manufacturer narrative:
An additional lot number was reported (lot #m019526). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked from the area where the patient line connects to the cartridge. The user's blood glucose level (bg) was 324 mg/dl with trace ketones and the bg level was addressed with a manual injections. The user successfully loaded a new cartridge and infusion set.